Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.25mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, on first inflation at about ten atmospheres, the pressure did not increase. The device was completely removed from the patient's body and it was noted that the balloon ruptured. The procedure was completed with a 3x15 non-bsc device. No patient complications were reported.